Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received a failed battery test alarm on the insulin pump. Customer stated that he has no new battery to test with the pump. Customer stated that he received a replacement batter cap and had changed the battery. The battery did last more than 1 week. Customer was advised that the insulin pump will need to be replaced.